Manufacturer narrative:
Fang, y. (N.d.). Endovascular treatment of intracranial vertebrobasilar artery dissecting aneurysms: parent artery occlusion versus flow diverter. European journal of radiology retrieved from https://doi.org/10.1016/j.ejrad.2017.12.009 the available information is from a retrospective case review from 2003 to 2016. The reported devices remained implanted in the patients, therefore would not be available for evaluation. According to the article, the patients who were treated with pipeline embolization device had been diagnosed with dissecting aneurysms and subarachnoid hemorrhage. There was no report of product malfunction and the reported complications appeared as patient condition and procedure related. The article concluded more evaluation was needed for the application of fd in treating acutely ruptured vbdas, and additional coiling should be considered. The ped instruction for use states, "contraindications ¿ the pipeline¿ flex embolization device should not be used alone as sole therapy for acutely ruptured aneurysms." Link MDR's 2029214-2018-00248 2029214-2018-00249. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that 2 patients who presented with subarachnoid hemorrhage expired after pipeline embolization device (ped) implant procedures. The first patient experienced post procedural re-bleeding 3 day after treatment with 2 ped's to the dominant vertebral artery dissecting aneurysm measured 14.4mm long and 5.7mm wide. The second patient with comparable vertebral artery dissecting aneurysm measured 6.9mm long and 4.8mm wide had intra-procedural hemorrhage prior to treatment with ped. The patient's cause of deaths were not reported. The article was a retrospective study of 25 consecutive patients with 27 vertebrobasilar artery dissecting aneurysms (vbda) to compare the safety and efficacy of endovascular parent artery occlusion (pao) and flow diverter (fd) treatment in treating vbda's. 17 vbda's were treated with pao and 11 vbda's were treated with fd's in the fd group, 9 aneurysms in 7 patients were treated with pipeline embolization devices (ped's).